Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 11/05/2019. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt has reached out to the customer several times via email and phone in attempts to retrieve the device for examination. The customer has not provided a device for examination at this time, or made it known whether the device has been destroyed. Since the device has not been returned a visual and functional evaluation could not be done and device failure could not be confirmed. A device history review could not be conducted as no lot number was reported with the complaint, and this type of device does not include a lasered lot number. This is the first complaint received for this device and this type of issue. There are also no MDR reports for similar devices or issues. There have been no design modifications or changes to the extension set since being introduced on the market and appropriate biocompatibility testing has been done on all materials. Based on the provided information, current design and biocompatibility testing, and historical complaint data the reported problem is not believed to have been caused by a manufacturing defect. It is possible that the reported problem occurred due to the type of feeds or medications administered or residue from not being properly flushed. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
The nurse caring for the patient noticed a purple tint to the inside of the g/j tube extension. The patient was not receiving any medication with dye in it. The nurse caring for the patient was also able to withdraw the colored liquid from this extension tubing which indicated it was not simply staining on the tubing itself.